Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: how much blood was lost (ml)? 100ml. Did the patient require a transfusion? No blood transfusion. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No further harm or change to patient care.

Event description:
It was reported that during a right thoracoscopy, upper lobectomy, the device was used for the first time across the pulmonary vein, staples were deployed but on closer inspection, some staples had not formed properly and caused a bleed. The surgeon used clips to control the bleeding. The patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. D4: batch # u5dx3k. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.